Event description:
It was reported that this tachy lead was not successfully implanted due to unknown product performance anomaly. This tachy lead was replaced with different model. No adverse patient effects were reported.